Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited inappropriate rate increase during catheterization check. The device remained implanted.